Event description:
In 1993, breast augmentation with mentor textured saline breast implants 1999 - developed fatigue, tingling and pain down right arm. In 2003, developed severe pain and swelling above right breast and continued to have tingling and pain in right arm as well as severe fatigue and "flu-like feeling". In 2003, - developed polyclonal gammopathy (which is a rare immune response to "something", usually a cancer, systemic infection or an autoimmune disease) and sent to (B)(6) clinic. They could not determine what caused the immune response or the swelling/ pain in my first right rib si u was followed by CT scans and blood work for 11 years and referred to many different specialist. None of them were able to determine what was causing me to be so sick or to have this rare immune response of polyclonal gammopathy. In 2011-2014, developed rashes, eczema and some chemical sensitivities. In 2014, left saline implant deflated. Contacted surgeon and he had retired. While researching breast implant removal on the internet I noticed many reports of women with implants that had become sick after receiving them with similar symptoms to mine so decided to have my implants removed. I got even sicker for 6 months after removal then I began improving and felt better than I had in years. Sent breast implants to pathology, pathologist said the valves were defective and that left implant had evidence of abscess. The polyclonal gammopathy, flu like feeling, rashes, eczema went away at that point and it has not returned in 5 years. I still struggle with some fatigue and some chemical sensitivities. I had many scans and referred to various specialties during the 12-14 years I was at my sickest. My symptoms all began at year 6-10 of having breast implants and progressed over the years being removed. FDA safety report ID # (B)(4).